Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v017959, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# v010293, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider reported that during revision surgery, an open circuit on contact number 0 and 3 were noted. All combination with contact number 8 were high impedance. A contact number 9 was used for stimulation, after several attempts to restore normal impedance, this could not be normalized. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent